Event description:
It was reported the patient thought the implantable neurostimulator (ins) was not working. The patient had tests ran in the hospital so the ins was turned off and the patient could not function. The reporter stated the patient found out how well the device worked. The patient could still get around with their walker, but they still had bad days. The patient did not take as much sinemet as prescribed or they froze up. To keep the patient going, their wife was constantly tinkering with their medicine. The patient¿s wife gave them a generic celebrex the week prior to this report and it helped them. The night prior to this report, the patient was backing up with their walker to sit in their chair and they fell. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).